Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving out the amount of insulin to be put in. The customer's blood glucose value was 253 mg/dl at the time of the incident. Troubleshooting was performed for bolus wizard. The customer stated that insulin pump did not make correct calculations based on information entered. The insulin pump will not be returned for analysis.